Event description:
The pt contacted lifescan alleging that his one touch ultra meter would not turn on. The medical affairs specialist (mas) attempted to reach the pt by phone; there was no answer and no answering machine to leave a message. A letter was sent to the pt asking him to contact mas. In 2005 the reported meter would not turn on. The pt could not remember the last date and time that he tested with the reported meter. The ambulance was called because the pt "did not known what was going on." The pt denied testing while symptomatic. Information was not provided as to when the pt attempted to test with the reported meter relative to experiencing symptoms. Prior to receiving medical attention, the pt drank 1/2 cup of orange juice. The pt was taken to the hospital. A result of 28 mg/dl was obtained, presumably on the emt or hospital device. The pt was treated with food and juice and released 1 to 2 hours later. No information was provided regarding the pt's blood glucose testing and diabetes treatment regimens. The customer care rep (ccr) verified that the test strips were correct, the battery was less than 1 year old and correctly installed, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter did not power on. The meter was replaced. The complaint is being reported due to the unresolved power issue. There is no indication of adverse event, as information regarding when the pt last tested with the meter prior to experiencing hypoglycemic symptoms was not provided.